Event description:
The below report was received by health authority (B)(6) reference number: (B)(4)) on 30-sep-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("cranial pain") and rheumatoid arthritis ("rheumatoid arthritis") in a 34 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective" on (B)(6) 2018). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) , 65 days after essure insertion, she experienced pregnancy with contraceptive device ("pregnancy"). An unknown time later she experienced headache (seriousness criterion medically important), rheumatoid arthritis (seriousness criterion disability) with arthralgia, fatigue ("fatigue") and bone pain ("cranial pain"). Essure treatment was not changed. At the time of the report, the outcomes for rheumatoid arthritis and pregnancy with contraceptive device were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to rheumatoid arthritis, pregnancy with contraceptive device, fatigue, headache or bone pain. The reporter commented: period of onset: during pregnancy. Pain and physical disability, impacts her on a daily basis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2022. The most recent information was received on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("cranial pain") and rheumatoid arthritis ("rheumatoid arthritis") in a 34 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective" on (B)(6) 2018). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 65 days after essure insertion, she experienced pregnancy with contraceptive device ("pregnancy"). An unknown time later she experienced headache (seriousness criterion medically important), rheumatoid arthritis (seriousness criterion disability) with arthralgia, fatigue ("fatigue") and bone pain ("cranial pain"). Essure treatment was not changed. At the time of the report, the outcomes for rheumatoid arthritis and pregnancy with contraceptive device were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to rheumatoid arthritis, pregnancy with contraceptive device, fatigue, headache or bone pain. The reporter commented: period of onset: during pregnancy. Pain and physical disability, impacts her on a daily basis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-oct-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.